Event description:
It was reported by the customer in france that during an unknown surgery on an unknown date, it was observed that the anchor which did not release and remained inside the needle on the truespan 12 degree peek device. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot was unknown. The lot number was unknown; therefore, the expiration date, manufacturing site name, and device manufacture date were unknown. Investigation summary:the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : no lot numbers were supplied which precludes conducting a DHR review or a lot of specific searches in the complaints handling system.